Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via triage form hospitalization and damage on the insulin pump. Customer's blood glucose level was unknown. Customer was hospitalized because of high blood glucose levels. Customer's insulin pump was cracked and they were unable to be reached after calling them twice.